Event description:
The surgeon had performed an onlay bicompartmental partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee system (restoris mck) on (B)(6) 2011. A subsequent diagnostic scoping procedure was performed on (B)(6) 2011 due to patient's persistent pain and stiffness after the mako procedure was performed. The surgeon revised the patient to a total knee arthroplasty on (B)(6) 2012 due to non-relief of patient symptoms.

Manufacturer narrative:
Expiration date: 09/01/2015. Manufacture date: 09/01/2010. As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to the robotic arm interface orthopedic (rio) and restoris mck. During the patient's diagnostic scoping procedure, the surgeon noted that there were no signs of implant loosening or infection. As such, it was concluded that neither the rio or restoris mck caused or contributed to the need for the revision.